Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The patient was not hospitalized for the event. It was reported that the hernia was not worsened by pd therapy. Three days after being diagnosed with the hernia, the patient underwent hernia repair via outpatient surgery. At the time of this report, the patient was recovering from the inguinal hernia and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.